Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received two appropriate treatments and four inappropriate treatments. The device was started up at 19:27:07 on (B)(6) 2024. At 00:42:58 on (B)(6) 2024, an arrhythmia was detected. ECG shows vf. At 00:43:35, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was nsvt. At 00:44:15, the patient received the second appropriate treatment. Rhythm at the time of treatment was vt @ 150 bpm. Post shock rhythm was nsvt. At 00:44:49, the patient received the first inappropriate treatment. Double counting contributed to the false detection. Rhythm at the time of treatment was idioventricular rhythm @ 70 bpm with tall t waves. Post shock rhythm was idioventricular rhythm @ 50 bpm with nsvt. At 00:45:40, an arrhythmia was detected. ECG shows svt @ 150 bpm with nsvt. At 00:47:04 the patient received the second inappropriate treatment. Svt contributed to the false detection. Rhythm at the time of treatment was svt @ 160 bpm. Post shock rhythm was sinus tachycardia @ 140 bpm with nsvt. At 00:48:04, the patient received the third inappropriate treatment. Svt contributed to the false detection. Rhythm at the time of treatment was svt @ 150 bpm. Post shock rhythm was svt @ 150 bpm. At 00:48:26, the patient received the fourth inappropriate treatment. Svt contributed to the false detection. Rhythm at the time of treatment was svt @ 150 bpm. Post shock rhythm ECG is not available. The electrode belt was disconnected at 00:48:33 on (B)(6) 2024.